Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the ovation ix abdominal aortic aneurysm stent. During the initial implant procedure, the physician noted that the limbs appeared empty; this is an indication of double cannulation of the ipsilateral limb. The physician unsuccessfully attempted to reposition the limb, and therefore elected to implant both limbs with amplatzer vascular plugs. The procedure was concluded and the physician plans to re-intervene further on a later date. As of date, there have been no additional patient sequelae reported. Additional information: during the investigation of this event, no device failure was identified. The physician has reported that this event was caused by user error and was not related to the device. Also it was reported that there was no harm to the patient.

Manufacturer narrative:
This event was determine to no longer be reportable as there was no patient harm and no device failure. Corrections: b2: outcomes attributed to adverse events has been updated. H6: patient code: remove code 1924. H6: device code: remove code 1669. H6: result code: remove code 3233. H6: conclusion code: remove code 11.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted. Devices remain implanted in patient.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the ovation ix abdominal aortic aneurysm stent. During the initial implant procedure, the physician noted that the limbs appeared empty; this is an indication of double cannulation of the ipsilateral limb. The physician unsuccessfully attempted to reposition the limb, and therefore elected to implant both limbs with amplatzer vascular plugs. The procedure was concluded and the physician plans to re-intervene further on a later date. As of date, there have been no additional patient sequelae reported.